Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was shattered and unresponsive ; cause was unknown. Reportedly, the pump was no longer functional due the damage. No additional patient or event information was available.